Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for slow flutter or paroxysmal atrial tachycardia. Therapy delivery did not lead to therapy exhaustion. A health care professional (hcp) discussed turning on rhythm ID and its impact to biv pacing. It was also noted that the patient's left ventricular (lv) lead exhibited noise, high pacing thresholds, and loss of capture. A lead revision was scheduled. Additional information indicated this lv lead was originally implanted off-label and a guidewire was left in the lead and cut. A lead fracture was determined to be the root cause of the field observations. The lv lead fracture resulted in loss of biv pacing, however lv therapy was not considered critical for this patient. The lv lead was capped and the crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed and in two segments, a terminal segment and a mid-body segment. A portion of a guidewire was returned in both segments of the lead. Microscopic analysis showed bends in the lead due to the guidewire that was stuck in the lead and also bent. X-ray of the lead showed guidewire and conductor coil fractures on the terminal lead segment. It appeared that when the guidewire fractured inside this lead it caused the conductor coils to fracture around the same areas.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this left ventricular (lv) lead was extracted due to unrelated observations. The lead was returned for analysis. No additional adverse patient effects were reported.